Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft separation occurred. The physician was preparing to implant a taxus liberte' 3.50x20mm; however, "the distal shaft separated without manipulation". There was no patient involvement.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The distal section of the delivery device with the stent on the balloon was received and a hypotube fracture was observed. The catheter exhibited a hypotube fracture located 55.7 centimeters proximally from the distal tip. Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is unknown, taking into consideration the type of damage analyzed and the the results of the thorough investigation completed.